Manufacturer narrative:
It was reported that a male patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure and suffered cardiac tamponade requiring pericardiocentesis. On 5/21/2021, biosense webster inc. (Bwi) received additional information indicating the patient was male. The adverse event was discovered during use of bwi products. Patient¿s condition improved. Prolonged hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition. Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with an unspecified rv catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient¿s blood pressure dropped, and cystic fluid was confirmed by echo. Cardiac tamponade was diagnosed, and pericardiocentesis was performed to drain the fluid from the pericardial space. The patient then received blood transfusion and was reported to be in stable condition. Prolonged hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and commented that the tamponade was induced by a patient¿s large respiration at the time of placement the rv catheter. There was no relationship with the thermocool® smart touch® sf bi-directional navigation catheter nor pentaray nav high-density mapping eco catheter. There¿s no indication that ablation had been already performed prior to the adverse event occurrence; therefore, this complaint won¿t be coded nor reported under the thermocool® smart touch® sf bi-directional navigation catheter (ablation catheter) but under the rv catheter. Although there¿s no confirmation that the rv catheter was a bwi product, it was decided to conservatively report this event under a generic biosense webster 4 pole rv catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.